Event description:
Peritoneal dialysis (pd) catheter was slow to drain. When nurse went to measure pd fluid drained off of patient, rn noticed the tubing was stuck together. The bag was saved and given to the manager.